Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, patient carrying a bilumen peripherally inserted central catheter located in the right arm. Receives immunotherapy treatment, at the end of the scheme the catheter is rinsed and leakage is observed through the catheter walls, today the case is discussed with the pediatric oncology hematologist and the catheter is removed. Additional information received on 08/15/2025: no patient harm or exposure occurred. Did not generate complication no intervention was necessary, only the device was removed from the patient once the failure was identified.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a dual lumen powerpicc sv catheter with a statlock was returned for evaluation. An initial visual observation of the video showed the device held in a clinician's hand. An active leak was observed coming from the catheter shaft. No details of the leak site could be discerned in the video. No use residues were observed on the sample, but the pad of the statlock dressing appeared deformed. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.